Manufacturer narrative:
The product has been returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on an unspecified date, the knob threads of the (B)(4) s&r swivel assembly standard, a subcomponent of the a2079 mayfield infinity xr2 base unit, were broken off. It was unknown if the device was in contact with patient and whether there was any patient injury or surgery delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The DHR review shows no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Unit received with the stationary faceplate adult is badly chipped on the threads of the large starburst and needs to be replace.; the xr2 standard adaptor knob threads are broke off in the stationary faceplate large starburst and the product was received without the gel pads. The root cause integra life sciences thoroughly investigated the complaint event. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread. Or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.